Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The female pt received a cypher stent in the left circumflex in 2004. The patient had an mi caused by in-stent thrombosis and subsequently died.